Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a navitor, 25mm was selected for an implant on (B)(6) 2022 in a patient with a failing bioprosthetic valve that has aortic regurgitation (ar). There was no sufficient calcium to allow anchoring of the device and the patient did not have acute aortic angle. During deployment, the navitor was released too deep. There was no tension in the delivery system at the time of final deployment and the physician did not try to snare the device into position. The navitor was fully released from the retainer tabs in the patient. A valve in valve procedure was done with a 25 mm portico valve with good result. No leak observed. The patient was reported to be in stable condition.

Event description:
N/a.

Manufacturer narrative:
An event of the device released too deep was reported. Information from the field indicated that the navitor was attempted to be implanted within a failed bioprosthetic valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Please note, per the navitor instructions for use instructions for use (IFU): "descriptions: the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve." "Contraindications: non-calcified aortic annulus."na